Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. On (B)(6) 2026, the patient¿s wearable failed. At an unspecified time later, the patient began to experience symptoms of hyperglycemia, including vomiting, weakness, and malaise. The patient was also wearing a betabioinics ilet insulin pump. Ems was contacted and the patient was transported to the ER. At the ER, the patient was treated with an IV insulin drip and IV fluids. The patient reported being in the hospital for ¿several days¿ (approximately three days) prior to being discharged. The patient was still ¿weak and getting her strength back¿ at the time of report. Performance data was reviewed. The allegation was not confirmed via data. However, no readings/ sensor error/ brief sensor issue under an hour was found in connection to the reported allegation. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.